Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/12/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: were there any patient consequences during any of these cases? No. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) -(B)(6) (head or nurse). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. -I do not have access to the tracking number as it was sent to another email or person in the company. Products concerning both pcs were picked up by fedex on monday (B)(6).

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/9/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received one needle-suture piece and one suture piece outside its packaging that pertains to product code sxmp1b11114. Upon visual inspection, the returned sample, the swage, and the attachment area were noted to be as expected. The needle was noted with the suture to be still attached to the barrel hole. Overall, no needle pull-off was observed. Besides, a needle pull strength test was not possible to perform according to suture length. The extremes of the suture pieces were observed to be cut possibly caused by a surgical instrument. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Product complaint # (B)(4) date sent to the FDA: 5/9/2024 corrected information: d1 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences during any of these cases? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections.

Event description:
It was reported that a patient underwent an orthopedic procedure in 2024 and barbed suture was used. During the procedure, the nurse confirmed that one of the sutures from (B)(4) was used in a different orthopedic case. Suture (stratafix spiral monocryl plus) broke off from needle while taking a pass in tissue. No adverse patient consequences were reported. Additional information was requested.